Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was noted that the capture threshold had increased on the right ventricular (rv) lead. The device was reprogrammed to resolve the event and the patient was stable.

Event description:
Additional information was received indicating that the right ventricular (rv) lead was capped and replaced during an unrelated procedure. The patient was stable.